Manufacturer narrative:
(B)(4). Batch #r92d9t. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. Additionally, the tissue pad was damaged, melted, and 100% present. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device to stop activating and the gen11 to display an alert screen is blade damage. There was no audible feedback sound from the instrument when the clamp arm was fully closed. No ":no uses remaining" alert screen could be identified at any time during testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. Additional information was requested and the following was received: did the patient experience any adverse consequences due to this issue?- no.

Event description:
It was reported that during a hysterectomy, during device use, the generator displayed "no instrument uses remaining." Surgery was delayed 15 minutes, but was successfully completed. There were no patient consequences.